Event description:
It was reported that during a biopsy procedure using a brevera needle , the biopsy was successfully performed but when removing the needle the patient was complaining of pain the medical team examined the needle and a plastic piece was found attached to the tip. It was believed that the patient's pain was related to the plastic piece. No other medical intervention was performed due to that incident. The patient was doing fine and now doing well. It was confirmed that no plastic was present in the patient´s body.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.